Manufacturer narrative:
It was reported that an error message ¿venous bubble sensor was defective¿ occurred. According to the customer, the failure would occur sometime after use, after several days while being used on the patient. The failure occurred multiple times. Furthermore, after the alarm was initiated, the alarm would not stop until the unit was powered off. Additionally, according to the customer there was no visible damage to the venous bubble sensor and to the sensor panel. The treatment was not stopped. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. According to the fst, the defective venous bubble sensor was tested and displayed "venous bubble sensor defective" error message. After testing with a new venous bubble sensor, the failure did not occur. The venous bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Another venous bubble sensor with a similar failure was already investigated by the supplier sonotec: following possible root causes were determined: damaged wiring inside the cable due to mechanical tension. Damage due to overvoltage or esd (electrostatic discharge). According to the instructions for use (IFU), chapters 2.2.5 "monitoring and sensors" and 5.4.4 "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor must be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. The review of the non-conformities has been performed on (B)(6) 2023 for the period of (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-06-08. Based on the results the reported failure "venous bubble sensor was defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that an error message ¿venous bubble sensor was defective¿ occurred. According to the customer, the failure would occur sometime after use, after several days while being used on the patient. The failure occurred multiple times. Furthermore, after the alarm was initiated, the alarm would not stop until the unit was powered off. Additionally, according to the customer there was no visible damage to the venous bubble sensor and to the sensor panel. The treatment was not stopped. No harm to any person has been reported. Complaint ID # (B)(4).